Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) could not be reviewed as a valid lot/serial number was unavailable. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Lot number: unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: nurse manager. Device manufacture date: unknown due to unknown lot number. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after applying the tr band 2 device, the tech began to see skin discomfort and bruising on the forearm. He removed the tr band 2 device and held manual pressure. He then placed the same tr band 2 back over the access site and hemostasis was achieved. The patient was stable and discharged. The procedure outcome was a success. Additional information was received on 06jun2023: the balloon deflated immediately after application. The procedure was a left heart catheterization. 12ml's of air was injected into the tr band. There was no noticeable damage to the device. The device was not manipulated before use in any way (pre-use or during storage). The product was stored on the shelf in the lab prior to use.